Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to programming problems. During a follow-up exam, it was found that the ipg would not consistently accept a change in the programmed parameters. Cpi recommended that the device be replaced.